Event description:
While dr was prepping a crown, doctor claimed the manual handpiece chuck loosened enough to extend out the back of handpiece end cap. This caused a small laceration of the cheek. Doctor resumed prep and after approximately 10 seconds, patient's eyes, face, neck, and chest began swelling. Patient was sent to hospital. No medical condition found and patient returned to have procedure completed.